Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported that the controller could not hold a sufficient charge to power on, leaving it unusable. As a result, the patient experienced high bg levels that required medical attention, and the patient was taken to the hospital. Lg did not provide specific bg values. The pod was removed during the hospital visit. Medical treatment included insulin pens and intravenous fluids. The patient remained in care for approximately 48 hours. Lg stated that the controller was holding a charge for less than one day and confirmed the use of the original black charging cord. No alarms or error messages were reported, and the controller did not power on to display any messages. The pod worn during the event was in place until removal at the hospital.